Event description:
Reported via journal article. It was reported that the device did not seal, and the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on a medical regiment of aspirin and apixaban. The patient came in for their 45-day follow-up computed tomography (CT) imaging procedure. The CT imaging showed that there was incomplete endothelialization, including complete opacification of the laa, a small less than 5mm peri-device leak, and two laa accessory lobes unsealed by the closure device. The patient was transitioned off their anticoagulation and continued only with aspirin daily. The patient returned to be evaluated for a mitral valve replacement 10 months later. Transesophageal echocardiogram (tee) revealed a left ventricular ejection fraction of 62%, severe mitral regurgitation with a posteriorly directed jet and a device leak that was now 6mm. There was no evidence of a thrombus on the closure device's atrial surface. Three days later, the patient presented to the emergency department with sudden-onset bilateral leg weakness and slurred speech. Vital signs showed rate-controlled atrial fibrillation. Examination revealed an irregularly irregular heart rhythm, a systolic murmur, and left hemiparesis. Urgent head computed tomography confirmed an acute ischemic infarct of the right middle cerebral artery ml segment. The patient underwent mechanical thrombectomy, with good tolerance and successful reperfusion with thrombolysis in cerebral ischemia score of 3. Structural cct revealed incomplete endothelialization of the device's atrial surface and contrast opacification within the lumen consistent with device leak. A decision was made to restart anticoagulation using rivaroxaban. The patient's neurological deficits resolved, and there were no bleeding complications.

Manufacturer narrative:
Literature citation: damito s, liu-an z, faraz h (june 10, 2023) acute ischemic stroke due to incomplete endothelialization of a left atrial appendage occluder. Cureus 15(6): e40214. Doi 10.7759/cureus.40214.